Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the axes controller platform (acp) board and motor axis 4 to correct the reported problem. The system was tested and verified as ready for use. Isi received axis motor 4 to perform failure analysis. The unit was analyzed, and a visual inspection was performed and found no problem related to the reported issue. Checked and verified error 32100 in the log and then installed on an internal system. During system testing was unable to replicate reported issue, axis 4 motor was operating with no detected errors at this time. Isi also received the acp board to perform failure analysis. This acp board was installed, programmed, and tested on a system, run 10x power cycles with no issue on startup, and no errors or failures were triggered. This acp remained on the system overnight idling in normal mode with no issue. In addition to the test, this unit went through in process correction verification and passed all the tests. The probable root cause of error 32100 is attributed to an electrical/fiberoptic defect of the axis 4 motor module; however, the exact root cause could not be determined more specifically as the issue could not be replicated during in-house testing.

Event description:
It was reported that during a training/demo of the da vinci system, they were getting an error on the system. Caller stated they rebooted the system once and it powered on without any errors, but as soon as they used the joystick to move the boom, the error returned. Technical support engineer (tse) recommended trying a hard reboot on the patient side cart (psc). Caller performed a hard reboot on the psc and when moving the joystick to adjust the boom, the error returned. Caller was going to try and find another available system to do the training with. There was no report of patient involvement.